Event description:
The customer reports that the blue insulation at the tips of the device began to melt and disengaged form the device. One fragment fell into the pt cavity and was retrieved. No pt injury

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow--up report will be submitted.